Event description:
During the subcutaneous dissection with the electrocautery device, a spark was noted in the wound, the patient started to become agitated, and a burning smell was noted. The drapes were immediately removed, at which time flames were noted beneath the oxygen mask and around the central part of the face. The mask was removed and the fire extinguished. Sterile water was immediately doused on the patient's face, which promptly and completely eliminated any risk of extension of the fire. The fire alarm was activated and a code red was called. The fire department was notified, who responded to the scene. The patient was immediately assessed for safety, airway protection, and medicated for pain.